Event description:
Account reports one incident in which a patient with known allergies to latex was receiving an infusion with the reported device for approximately one-half hour, when the patient began to develop red blotches on body. Benadryl IV was given and IV discontinued. Patient responded to the benadryl.